Manufacturer narrative:
The physician did not check the expiry date prior to use of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute onyx rx coronary drug eluting stent was implanted in a patient 13 days past its expiry date. No damage was noted to the packaging of the device. No patient injury was reported.